Manufacturer narrative:
The quattro catheter involved in the reported complaint was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the ivtm therapy, the quattro catheter (lot# 170123) was placed by an experienced physician into the patient's left femoral vein. Approximately 24 hours after the catheter placement, when the patient was in the cooling phase at 33° c, the thermogard console (sn (B)(4) generated an "air trap" alarm and the saline bag was noted to be empty. The treatment was stopped and the console was checked for fluids, however, it was a small amount on the console and next to it. The catheter and the suk leak were suspected. The customer replaced the quattro catheter and possibly leaking start-up kit (suk) (lot# 167297) to continue the treatment with the same console as the air trap alarm was cleared. No consequence or impact to the patient.

Manufacturer narrative:
The reported complaint of "catheter leak" was not confirmed during functional testing of the returned quattro catheter (lot # 170123). No issues or discrepancies were found on the catheter. No leak or malfunction was observed during testing, and the catheter functioned as intended. A visual examination of the returned catheter was performed and found no physical damage to the catheter. Blood residues were observed on the balloons and in the distal luered tubing. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. No leak was found, and the catheter functioned as intended.